Event description:
Crews responded to a cardiac arrest, pt condition on crew arrival was not reported. Disposable defibrillation electrodes were attached to the pt, and the pt was determined to be in v-fib. Reportedly, when the charge switch was pressed the device indicated connect cable and use of the device was inhibited. CPR was started, the pt was intubated and drugs were given. Als resuscitation efforts were continued for six minutes until the ambulance transport crew arrived with a back up device. The back up device was applied to the pt, shocks were given and the pt was transported. The code continued to be worked at the hosp, the pt was not resuscitated.